Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the down pulley wire fluid damage, the electrical pin connector fluid damage, the lg connector broken, the lcb distal cover glass broken, the control body corroded, the mechanical base plate corroded, the nozzle gluing missing, the operation channel (primary) leak, the remote control buttons cut, the objective lens scratched, the aft suction tube dirty, the angle wire worn out, the bending rubber worn out, the insertion flexible tube worn out, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.